Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Although 5 attempts were performed in order to obtain more information, the user was unable to be reached. Most likely underlying root cause: strip issue/ user has high glucose value.

Event description:
Customer called inquiring what hi means on her meter. Explained to customer this means blood glucose reading levels over 600 mg/dl. I asked customer if she was feeling any symptoms of hyperglycemia and customer stated she felt dry-mouth, anxious, sweaty, and just did not feel well in general, as well as customer was crying intensely. Instructed customer to call 911 right away and seek medical attention. Offered to call 911 for customer but customer refused and stated she will call 911 herself.